Event description:
It was reported that, the pt was experiencing pain. The surgeon stated that an MRI revealed a pseudo tumor and elevated cocr levels at almost 9. The doctor will not release any further info.

Manufacturer narrative:
This is the same pt/event as MFR # 2249697-2012-00684. An eval of the device cannot be performed as the device was retained by the doctor and was not returned to the MFR. Info received indicated that the doctor will not release any further info. Should add'l info become available, the eval summary will be submitted in a supplemental report.